Event description:
It was reported that during a da vinci-assisted general surgical procedure, the force bipolar instrument was not working. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the no arcing was observed. Patient was 51 years old and female. Patient weighed 124 lbs and hispanic.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations found no failure reported. Failure analysis found the primary finding of function test failure-intermittent energy to be related to the customer reported complaint. The instrument was found to have an intermittent energy failure. The instrument passed recognition and engagement. The bipolar energy cord was connected to an in-house erbe generator. The erbe generator displayed being successfully connected to instrument. The instrument was tested and fired several times, and it was observed that no energy was being emitted. The instrument was tested for electrical continuity and passed. Visual inspection was performed and no obvious signs of damage on the bipolar energy cord was found. Additional observation(s) related to customer complaint: the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.04mm. The grips were not found to be cracked.